Event description:
Boston scientific received information that this right ventricular lead and device displayed high out of range shock impedance measurements. All other measurements were normal. A lead revision was performed. When the pocket was opened, visual observation revealed the df-1 portion of this lead was not secured tightly to the device. The connection was secured and normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.